Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Evaluation: representative samples returned to support investigation of multiple device issues captured in reports 2210968-2018-77428, 2210968-2018-77431, 2210968-2018-77432, 2210968-2018-77433. Analysis results have been included in reports for each. Ten unopened samples of product were returned for analysis. During the visual inspection of ten samples, no defects were found on the packages. The samples were opened, and the swage and attachment area of the needles were as expected. The sutures were dispensed without problems and examined along the strands with no defects observed. A functional test was performed and the pull force was above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the samples received, no attachment defects were found, and the tested samples met the finished goods requirements.

Event description:
It was reported that an animal underwent a spay procedure on (B)(6) 2018, and a suture was used. During surgery, the suture kept breaking off the needle while surgeon was tightening the stitches. A replacement device was used to complete the procedure. There were no adverse consequences reported. No additional information was provided.